Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. This code is used to describe an endoleak. This code was used to cover that the proximal type I endoleak was decided to be monitored. Further information was requested but was not available. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
The following information was reported to gore: on an unknown date in 2018, the patient underwent an endovascular treatment of a thoracic aneurysm using a gore® tag® conformable thoracic stent graft (tgu373720j/unknown). On an unknown date around september to october in 2021, the follow-up examination confirmed a proximal type I endoleak. On (B)(6) 2021, a reintervention was performed, however, it was not successful. A non-gore stent graft (najuta) was inserted into the patient at the proximal side, but the device could not be delivered into the lesion. The cause of insertion failure was not reported. The device was not implanted and the proximal type I endoleak was decided to be monitored. Although no distal type I endoleak was observed, the additional stent graft was placed in the distal side as preventive treatment. The patient tolerated the procedure.